Event description:
It was reported that the patient presented to hospital with atrial noise and discomfort. The physician explanted and placed a new system on the opposite side (left side). The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were noted.